Manufacturer narrative:
This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. The device has been received for analysis. The wire was confirmed to have insulation damage along the proximal end and multiple kinks, but unclear what caused the damage and furthermore if there were. The affected coating section was cut using a cutter, which cannot be confirmed as the pieces that were cut were not returned. DHR/service history review: the job files associated with the rf wire were reviewed. There were no nonconformances or rejects indicating systemic issues that would have impacted the complaint. Labeling review: the instructions for use were reviewed and it did not reveal any evidence of device off-label use or failure to follow instructions. There is no evidence that any updates to the document are required at this time. Risk review: the complaint type does not present a new or unanticipated failure type or harm. The information available suggests that upon opening of the package, the wire was noticed to be damage. As per the IFU that was noted, the device should not have been used and replaced, which is considered misuse. "Failure to follow instructions" was therefore selected as the root cause.

Event description:
It was reported that a versacross connect access solution for faradrive was selected for atrial fibrillation (af). When the device was opened, the sheath was already torn, cutter was used to remove the device. After that, it continued to tear more with each replacement. The procedure was completed successfully with the same device. No patient complication was reported. The device is expected to be return for analysis. It was further confirmed that the issue was with the rf wire. The wire coating was torn upon unpacking and caused resistance during insertion. Therefore, the affected coating section was cut using a cutter. The procedure was completed successfully with the same device.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that a versacross connect access solution for faradrive was selected for atrial fibrillation (af). When the device was opened, the sheath was already torn, cutter was used to remove the device. After that, it continued to tear more with each replacement. The procedure was completed successfully with the same device. No patient complication was reported. The device is expected to be return for analysis.